Event description:
It was reported that the right ventricular lead had an apparent lead fracture on its pace/sense conductor and it ws oversensing. The patient had a night heart rate of greater than 85 beats per minute for 7 days. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had an apparent lead fracture on its pace/sense conductor and it was oversensing. The patient had a night heart rate of greater than 85 beats per minute for 7 days. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. The device was replaced as it had reached elective replacement indicator. The device was returned, analyzed by the manufacturer, and subsequently tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4) the distal segment of the lead was returned and analyzed and no anomalies were found. Defib conductor was distorted; several conductors had blood/body fluid (not obstructed); outer insulation was breached cut and had a white substance. Apparent explant damage.